Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens but the lens became stuck in the cartridge. There was no patient contact.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens stuck in a cartridge. There was no visible damage to the cartridge. An injector was returned with no visible damage. There was evidence of clear surgical residue. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens problems that was originally identified in 2005. Possible root causes for lens problems include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.